Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor over infused during infusion. It was observed that the medication delivery was completed five hours earlier than expected. The device delivered an unspecified chemotherapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5, d10, h4, h6 (update codes), h11. B5: the chemotherapy drug in the device was diluted with saline; the fill volume was 230ml. H4: the lot was manufactured february 12-13, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.